Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via social media that a patient's family member reported that the patient died due to a "faulty" implantable pulse generator (ipg).